Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient coded. The patient was resuscitated and is recovering. The ion procedure was aborted. Medical history included hypertension (the patient was taking unspecified blood pressure medications) and breast cancer. No history of: coronary artery disease, dyslipidemia, smoking, diabetes, or copd. In the past, the patient was seen by a cardiologist but was not diagnosed with cardiac issues. During the ion procedure, the patient required cardiac resuscitation. CPR was initiated and the patient was given 1 dose of epinephrine and recovered. The lesion was not able to be diagnosed because the procedure was aborted after 2 passes with the ion needle. After resuscitation, the patient was taken to the catheterization lab. No cad was found. A post code echo (next day) revealed stress cardiomyopathy. The physician did not believe the event was related to the procedure itself. The patient was discharged home after being hospitalized for 3 days in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient coded and required CPR. The patient was hospitalized for 3 days, then discharged home.